Event description:
It was reported to olympus technical assistance center (tac), that the high definition lcd monitor was not getting video. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that a serial digital interface (sdi) cable was connected to the sdi output from the device to a third party splitter box. The splitter box ran the si signal to three monitors. The customer was instructed to run a direct sdi cable from the device to the monitor. It was noted that the issue resolved. The customer was also advised to replace the third party splitter box. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.